Event description:
User received discrepant afp results for three samples from one pt when compared to another analyzer. In 2008, the result from this analyzer was 2.74 and result from other analyzer was 21.01 ui per ml. In 2009, the result from this analyzer was 3.48 and result from other analyzer was 24.36 ui per ml. Atabout 21 days later, the result from this analyzer was 4.7 and result from other analyzer was 30.39 ui per ml. No info was provided to determine which result was reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.